Event description:
The facility reported a pump with failure code 570 which resulted in non-delivery during infusion of insulin 100 units, 100ml at a rate of 2 units/ml; amiodarone 500mg, 500ml, 60ml/hr; nitroglycerine 50mg, 250mls, 100mcg/minute; diprivan 1000mg, 100 mcg/kg/min. This event resulted in increased patient monitoring. This is a report of a post-operative cardiac patient whom endured a "very high bp" due to the interruption of sedative medication resulting from a pump failure. The pump appears to have been replaced without further negative patient outcome. The patient required closer monitoring as a consequence of this incident. Because this patient had 1) hypertension secondary to pain exacerbation 2) was additionally on vasoactive (life sustaining) medications that were also interrupted, and 3) had undergone a significantly invasive cardiac surgery,

Manufacturer narrative:
The pump was evaluated in the service shop prior to knowledge that the pump was involved in a patient incident. Failure code 570 was confirmed in the event history. Failure code 570 indicates battery discharges to a potentially dangerous level. The batteries were changed.